Event description:
Info received indicates, the bed has no gui or motor functions from the right siderail.

Manufacturer narrative:
The tech found the right intermediate siderail cable was sheared with exposed wires below the siderail. The tech replaced the siderail cable to repair the bed.